Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported glucose of about 307 mg/dl while using the ilet and stated that meal announcements were used to correct highs and that external subcutaneous insulin via pen was sometimes administered without disconnecting from the ilet, with the user perceiving meal doses as too small. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.